Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after implant.

Event description:
It was reported that the patients implantable pulse generator (ipg) was sticking out of the body causing pain and swelling. It was also stated that the ipg was not working as intended.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, and h6. Block b3: exact date unknown, event occurred two weeks after implant.

Event description:
It was reported that the spinal cord system (scs) patients implantable pulse generator (ipg) was sticking out of the body causing pain and swelling. It was also stated that the ipg was not working as intended two weeks after being implanted. No further information has been obtained despite good faith efforts.